Event description:
It was reported that the patient's insulin pump delivered two units of insulin on its own. The patient stated that the unit was about to deliver nine units, but she was able to suspend the device and rip the infusion set out of her leg before getting all that insulin. The patient had received a notification about the max bolus feature, and she felt the need to call to report this incident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.